Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: call service 064 alarm was observed in the black box and alarm history. During testing, the pump powered on appropriately with no alarms. The rewind, load and prime steps were successfully performed. The pump was exercised 24 hours; with no call service alarms emitted. Unrelated to the complaint, there was an intermittent motor drive assembly issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.